Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 due to error 23069 on axis 2. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint, however error 23069 was intermittent. The unit was installed onto a system and triggered error 23069 on insertion after system startup while manipulating the cannula lever. Another error 23069 on insertion was triggered when clicking the set up joint (suj) port clutch switch. When the unit was installed again on a system during failure analysis write-up, no errors were triggered. Signs of fluid intrusion could be found under the insertion motor module cover. The unit was also tested on a patient side cart (psc) fixture test platform, and passed other in-house tests.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated error 23069 occurred on universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the system logs. The customer reported they will proceed without using usm 4. The procedure was completed as planned with no reported injury.